Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.

Event description:
Manufacturer received a report that the physicians hand held computer would not power "on". Troubleshooting including hard and soft resets, and checking the connections from the hand held to the wall outlet were performed and the problem did not resolve. Attempts to have the product returned to manufacturer have been unsuccessful to date.